Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing at the max sensor rate of 130 beats per minute (bpm) was observed from this pacemaker while the patient was in the hospital for an unrelated reason. The minute ventilation feature was programmed off and the rate stabilized. No adverse patient effects were reported.